Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touch screen was cracked. The caregiver stated the damage may have occurred when the user bumped into something on their farm. The screen was still functioning, but a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.